Manufacturer narrative:
(B)(4). Evaluation summary: the device was determined to meet functional and electrical performance specification requirements per return instrument test / evaluation (rite) testing. The device passed both the homechoice rite electrical and functional test and was determined to meet functional and electrical performance specification requirements. The product analysis lab (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) identified via device log review. Review of the device's previous service record revealed no issues that may have contributed to the iipv found in the device logs. The assignable cause is undetermined. The product labeling was reviewed and determined to be sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the event log of a homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 3. The programmed fill volume was 2000ml and the total drain volume was 3861ml which meets iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow-up emdr.